Event description:
It was reported that this implantable pacemaker exhibited battery longevity calculation from 12 years remaining to 11 years remaining in a span of 1 month. Boston scientific technical services (ts) discussed that the power consumption is likely related to recent onset of atrial fibrillation (af). This device remains in service. No adverse patient effects were reported.